Event description:
It was reported that during device analysis, loss of capture was noted on the right atrial (ra) lead. Fluoroscopy was performed and revealed a dislodgement of the ra lead. The ra lead was capped and replaced on (B)(6) 2024. The patient was recovering post procedure.